Event description:
The customer reported via phone call experiencing low blood glucose levels on the night prior to the call. The customer's blood glucose was 50 mg/dl, which was treated with a snack. The customer declined troubleshooting assistance for low blood glucose. The customer also reported that the insulin pump alarmed lost sensor within the first few hours of a new sensor insertion while she was sleeping. The customer did not know the blood glucose reading at the time of the alarm and could not troubleshoot, as this was a past event. The customer's most recent blood glucose was about 138 mg/dl. The customer did not observe any bent sensor cannulas. The customer was advised to call when the alarm occurred to properly troubleshoot for radio frequency interference. The customer was advised to replace the sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.